Event description:
It was reported that the customer's blood glucose level was 550 mg/dl. The customer had received a no delivery alarm and pressed the act button on resume. It was explained to the customer that this would resume the basal rate insulin, but not the bolus that was being delivered at the time of the no delivery alarm. Customer's wife stated that she had not known that and the insulin pump was working just fine. She stated she would change out the infusion set, site and reservoir because it was time to do so. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.